Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ needle cap was defective. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported needle cap defective. Verbatim: patient advised she put the needle on the cartridges ensuring it was tight; she removed the needle cap. She went to mix and the mixer would not turn. She said this has happened before and does not believe it is the mixer as she swaps those out every six uses. She thinks it has something to do with the ¿needle cap.¿ she said she isn¿t sure what happened and always follows the IFU. The patient used another cartridge/needle and was able to inject without incident. The patient was not home where the cartridge is located so was unable to provide the lot # and expiration date. However, she will call back with this information.